Event description:
Cook medicals "wayne pneumothorax tray" c-utpty-1400-wayne-112497-imh, g56637, lot # 14121501. The tray has a heimlich valve in it that was incorrectly inserted backwards by provider and did not allow air to exit chest/pleural space and resulted in worsening of patient's pneumothorax. The heimlich valve does not have markings on it that are easy to read and are of the same color (clear plastic). There is a disposable paper diagram that was not clear to provider during urgent implantation of how to attach to catheter/tubing. No other instructions for use were present in the kit. FDA safety report ID# (B)(4).